Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing had detached from quick release (came off and did not lock in place). The site location was the patient's thigh and the infusion set had been used for one day. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.